Event description:
Related manufacturer reference number: 2017865-2022-41410. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was over-sensing noise leading to ventricular pacing inhibition, while the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as atrial pacing inhibition. No intervention has been performed on rv and ra lead. The patient's condition was stable.